Event description:
International customer reported that the needle pulled off the suture during a repair of a perineal tear following vaginal delivery. The midwife was not able to retrieve the needle at the time of the event. The pt was returned to surgery the following day for explant of the retained needle. It is not known how the needle became dislodged from the grasp of a needleholder and subsequently lost within tissue.

Manufacturer narrative:
Date sent to the FDA:11/13/2008. Conclusion: user error caused this event. The midwife lost both visual and tactile control of the device during use resulting in the lost needle. The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.